Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 - proglide (part # 12673-03; lot# 920436h), will be filed under a separate medwatch MFR number.